Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate therapy and undersensing were observed on the right ventricular lead. Diagnostic imaging was performed which confirmed lead dislodgment. The lead was explanted and replaced to resolve the event and the patient was in stable condition.